Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: screw broke. According to biocomposites: based on the limited information received it is difficult to ascertain a root cause. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the screw broke during the procedure.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the screw broke during the procedure.